Manufacturer narrative:
The tech found the CPR valve was faulty but the CPR function was working. He replaced the CPR valve to repair the bed.

Event description:
Info received indicates the head of the bed will not stay up. The head section is drifting down slowly.